Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found. (B)(4): distal conductor fractured, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut and the lead was stretched; full lead returned and analyzed.

Event description:
It was reported that the lv (left ventricular) lead had a very high threshold which caused the battery to run down very quickly. The device was noted to be at eri (elective replacement indicator). The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.